Event description:
Patient reported that after injection in the lips with "juvederm xc", the patient experienced an anaphylactic reaction and had to be rushed to the emergency room. It is not known if any treatment has been provided.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of anaphylactic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.